Manufacturer narrative:
Review of the device history record (DHR), and supporting quality records confirmed no anomalies that may have caused, or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon for approximately two and a half hours, and upon removal, the tampon fell apart. She was unsure if tampon pieces remained inside her vaginal cavity. She did not seek medical attention, and did not report any adverse health effects.